Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode three days after a longevity calculation had shown approximately 10 months remaining on the battery. This crt-p remains in service at this time, however device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.